Manufacturer narrative:
(B)(4). G4: ous similar device this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the ampoule was broken and the external package was intact, it occurred before the surgery. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: ampoule broken. It was reported that before the surgery, ampoule broken, and the external package is intact(as the photo shows). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The product was not returned to depuy synthese, however photos were provided for review. See attachment (B)(4). The photo investigation revealed that the amber vial is damaged, it seems that the liquid has spilled inside the packaging, the reported allegation can be confirmed. Once the product leaves depuy synthese control, it is unknown what environment conditions the packaged products are exposed to during that time. Therefore the suspected cause is traced to transport/storage outside of depuy synthese control. The received condition of the device confirmed the reported allegation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the smartset ghv gentamicin 40g would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to transport/storage, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a review of the DHR has confirmed that there were no process issues documented that could contribute to the event described.

Event description:
Additional information was received: was there any surgical delay related to the event? No - can you please provide the affected side? Left side.